Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has decreased stimulation following a car accident. The physician does not think that the leads have migrated. The sjm rep reprogrammed the pt but the stimulation is not providing effective pain relief. The pt's physician plans to address the pt's other medical issues at this time.